Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the pump had blank display and replace battery now alarm. The customer¿s blood glucose level 95 mg/dl. The customer reported that the pump battery died and went through the whole beeping the battery died. Customer stated that they replaced the battery on the pump then received a power loss alarm. The customer declined troubleshooting for blank display and power loss alarm. The insulin pump will not be returned for analysis.